Event description:
Information received by medtronic indicated that the customer received  an error in the motor that was detected by reading an unexpected value from hall sensor (pump error 43). Troubleshooting was performed and was able to clear the alarm successfully. The customer reported about the pump was not exposed to a high magnetic field. The pump was exposure to water earlier. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The pump fails the self test due to vibrate anomaly. No unexpected insulin flow blocked alarms noted during testing. The history/trace downloads were successful using thump. The following alarms/alerts were noted on or noted on event date: pump error 43 on (B)(6)2023 20:52:40.000, pump error 130 on (B)(6)2023 21:11:38.000, and 7 no delivery alarms starting on (B)(6)2023 18:21:00.000. Listed below are the dates/times of no delivery alarms listed on or near event date along with during basal/bolus/priming: 4 no delivery alarm during basal: staring on (B)(6)2023 18:21:00.000 ending on (B)(6)2023 18:33:33.000. 3 no delivery alarm during priming: starting on (B)(6)2023 18:35:38.000 ending on (B)(6)2023 18:38:47.000 . Pump was cut open to perform visual inspection and found moisture damage on pcba 1, lcd flex traces, force sensor, motor, and harness assembly vibrator. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and corroded battery tube. No pump error 43 or pump error 130 noted during analysis. Pump error 43 and pump error 130 not confirmed. Vibrate anomaly confirmed due to moisture damage on harness assembly vibrator. No unexpected insulin flow blocked alarms noted during testing. No delivery alarm not confirmed. Exposure to moisture confirmed on pcba 1, lcd flex traces, force sensor, motor, harness assembly vibrator, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.